Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient recieved 1 round of inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to an episode of atrial arrhythmia with rvr. The patient has atrial undersigning since the right atrial (ra) is dislodged and the left ventricular (lv) lead is dislodged as well. Boston scientific technical services (ts) noted that the sensing looked to be poor since the initial implant. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient recieved 1 round of inappropriate anti-tachycardia pacing (atp) and one inappropriate electric shock due to an episode of atrial arrhythmia with rvr. The patient has atrial undersigning since the right atrial (ra) is dislodged and the left ventricular (lv) lead is dislodged as well. Boston scientific technical services (ts) noted that the sensing looked to be poor since the initial implant. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.